Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to ablation of the polyurethane. The ends of the gas fibers are embedded in polyurethane and there was a leak in the polyurethane adhesion. The cause of the ablation of the polyurethane is not determined at this time and an investigation is ongoing. Note: the reported event occurred when using the be-01970311-pls d oxygenator, however a equivalent device marketed in the u.s. Is used for reporting. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) in (B)(6), it was reported that during an ECMO procedure, there was limited oxygenation that had no impact on spo2 and there was blood leakage from the gas outlet of the quadrox-I be-01970311-pls d oxygenator (lot number 70065371). The oxygenator was replaced. After a succession of heart stops the patient recovered a subnormal haemodynamic state for 30 minutes. After the last heart stop, the patient expired. At this moment the user noticed a important blood leakage at the gas outlet. This event was reported by the customer to (B)(4) on (B)(4) 2011, report number (B)(4). This event was reported by (B)(6) to the (B)(4) on (B)(4) 2012, and a final report was submitted on 04/03/2012. Reference: (B)(4).